Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent an ipg replacement procedure. The explanted device was discarded by the facility. No further information has been obtained.